Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during testing, a pump was programmed to deliver 250 cc of fluid over 30 minutes. When the infusion was complete, 37 cc of fluid remained in the IV container. No patient involvement was reported.